Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured. The lead exhibited oversensing, ventricular high rate episodes, lead warning, high impedance and no capture. The patient experienced symptoms including nausea, lightheadedness and dizziness. The lead was reprogrammed. No patient complications have been reported as a result of this event.